Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
During a follow-up, noise was observed. Review of the fluoroscopy revealed two areas of externalized conductors. The lead was explanted.

Manufacturer narrative:
A partial lead was returned in two pieces. Multiple external insulation abrasions were found between 6.5cm to 21.9cm from the connector pin, consistent with friction to the ICD can. At one location, the etfe coating was abraded. At another location, the recoil was exposed. This is consistent with the observation from the field of noise. Insulation abrasions were found at 11.5cm to 12.3cm and 11.4cm to 12.6cm from the electrode tip. The etfe coating was intact at this location.